Event description:
Rptr's spouse died. The pt was released from the hosp in 1998, after a stay for the treatment of fibrosis of the lungs. While en route home, the pt became sedentary and began shivering. As the pt entered their home, the pt collapsed on the floor and was taken to the hosp where the pt died that afternoon in the emergency room. An autopsy was performed on the pt's body by the hosp staff and a death certificate prepared reflecting a "myocardial infarction" as the cause of death. (Exhibit 1) however, autopsy findings do not provide support for that conclusion. The autopsy report reflects "no areas of total occlusion, approximately 70%, with no evidence of an acute thrombotic episode. The all blown histologic changes of an acute myocardial infarction were not evident" (exhibit 2). The pt was admitted to the hosp in 1998 for the treatment of fibrosis of the lungs. Before release, a new treatment for mild arthritis of the knee joint called "synvisic" was vigorously promoted by a relentless dr (a physician appointed by referral) over and above all objections and concerns voiced by the pt and the pt's family. Before the dr administered the pt's "synvisic" injections the pt had told the rptr that the pt had declined the dr's synvisic treatment offers, because at that time the effectiveness of synvisic was not well established (exhibit 3). On the evening of the day before discharge, the rptr was informed via telephone by a hosp staff nurse that the dr had scheduled the pt to receive a number of "synvisic" injections that night. After hearing this, the rptr immediately drove to the hosp in an effort to prevent the dr from administering the pt's injections. The rptr arrived late in the evening, just after the dr had administered a number of "lidocaine-synvisic" combination injections to the pt's knee joints. The next day, the dr had administered at least 2 sets of 2 lidocaine-synvisic injections to the pt's knee joints before the pt's release from the hosp that day (exhibit 4). This was done by dr with total disregard for the pharmaceutical MFR's warning never to administer repeated synvisic injections to any pt until "one full week" had passed since the last injection given to lessen the chances of allergic reactions or other adverse events. (Exhibit 5) additionally, the dr mixed all the synvisic injections given to the pt with the anesthetic, "lidocaine", an act specifically forbidden by the synvisic MFR. (Exhibit 6) the synvisic MFR warns physicians to never inject any pt with a synvisic-anesthetic mixture, as this can affect the safety and effectiveness of synvisic. (Exhibit 7) additionally, the synvisic MFR clearly warns physicians to never use synvisic on any pt with venous or lymphatic stasis present in the legs (swollen ankles), a condition hosp staff noted the pt was suffering from on the night dr administered the pt's injections. (Exhibit 8) the fact that the pt collapsed upon arrival at home makes it clear that the pt was not fit for release from the hosp that morning and that the dr should not have released the pt from hosp observation and care on the same day that the dr gave so many injections to the pt in a manner so contrary to MFR's warnings and directives. Upon the pt's arrival at the hosp emergency room, the attendant physician was shown info sent home with the pt that day and made aware of the synvisic-lidocaine combo injections given to the pt prior to the onset of the pt's collapse. (Exhibit 9) without any consideration given to the pt's then current lidocaine blood serum level, or any evaluation made of the possible toxic effects of that pre-existing level, at 1823 hrs, the dr started a lidocaine drip into the pt and from then onward, pt's blood pressure crashed along projected lines. At 1826 hrs, the pt's blood pressure fell to 95/67. At 1832 hrs, the pt's blood pressure fell to 66/47. At 1844 hrs, the lidocaine drip was stopped. By 1849 hrs, anesthetized cardiac paralysis was in full effect and three defibrillation attempts produced no results. At 1849 hrs, the death code was called and the dr gave the pt up for dead (exhibit 10). The established lethal dose threshold for lidocaine is cited as anything above 15 micrograms per milliliter of serum. (Exhibit 11) the analytical toxicology performed afterward on the pt's blood serum reflected a lidocaine concentration of 830 micrograms per milliliter (exhibit 12), which is exceedingly greater than the lethal dose threshold for that drug. When the dr injected add'l lidocaine into the pt's system, he compounded the problem past the point of solution. (Exhibit 13) the pt was killed by a physician induced lidocaine overdose; the degree of that carelessness would cause any person to suffer the insurrection of death.

Event description:
Add'l info rec'd from MFR 4/22/04: a search of the genzymes safety database that there was no medical device report (MDR) previously submitted for this event. Add'l MFR's comment: the pt experienced the medically significant adverse events of "anesthetized cardiac paralysis," "toxic effect of lidocaine (cardiac)," and "myocardial infarction" and subsequently died. This case is serious. A causality assessment was not provided by the healthcare professional. Genzyme corporation had assessed the relationship of synvisc to the events as not related based on the analytical toxicology test results. Please be informed that genzyme corp did identify one report in the database with an outcome of death in 1997. The initial info was received from a medical resident in apr 2001, and did not provide any info regarding pt demographics, medical history, or adverse events, which were coincident with the administration of synvisc, lidocaine, and cortisone, mixed in the same syringe. The pt died within 10 hours, following multiple injections. This report was submitted to cdrh in apr 2001, identified as MFR report number 2246315-2001-00004.